Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise with pacing inhibition on this right ventricular (rv) channel. The patient was pacer dependent. The patient was seen in clinic and the noise was able to be reproduced with isometrics. It was also questioned if there was set screw header or a lead issue. The right ventricular (rv) lead showed stable threshold and impedance values. Technical services (ts) stated that it is likely a lead failure issue. There was asystole greater than 3 seconds. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise with pacing inhibition on this right ventricular (rv) channel. The patient was pacer dependent. The patient was seen in clinic and the noise was able to be reproduced with isometrics. It was also questioned if there was set screw header or a lead issue. The right ventricular (rv) lead showed stable threshold and impedance values. Technical services (ts) stated that it is likely a lead failure issue. There was asystole greater than 3 seconds. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this rv lead exhibited noise and oversensing and was suspected to have insulation breach. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.